Event description:
It was reported that a pt developed burning and redness the day following an impression procedure performed using aquasil ultra xtra. In addition to the impression material used, the pt also had a restoration placed that involved another company's composite as well as an unnamed etchant and adhesive. The pt was advised to rinse with salt water and peridex, though there is no indication that further treatment was necessary. An unk time following development of the symptoms, likely several days, the pt presented with blistering on the floor of the mouth resembling fever blisters. The pt was referred to an oral surgeon and follow-up with the pt indicates that they were "feeling much better." Treatment provided by the oral surgeon, if any, is unk.

Manufacturer narrative:
Additional lot #: 080728. While it is unk if the aquasil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.